Event description:
Surgeon implanted two orthoanchor c-tube plates in the pt. The plates were found broken and were explanted.

Manufacturer narrative:
This is one of two related mdrs. Refer to 9610905-2014-00006.